Manufacturer narrative:
Upon further review, mfg# 8030965-2014-00365, has been deemed non-reportable. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: device failure of the small battery drive casing: send in for evaluation and repair. Customer reported: no delay in surgery. No spare device available. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: cfxc (bearing seized,jammed, heavy moving) probable cause code: edv (normal wear).